Event description:
The re-circulation line became disconnected during surgery from where the user had attached it. The reported blood loss was estimated to be 300-cc. The user facility reported that there was no pt injury, the tubing was re-connected and the procedure was completed without any further complications.